Event description:
Pt called to report having received a recall letter which indicated his test strips were involved in a recall. Pt stated that he has been having difficulty getting consistent readings.